Event description:
It was reported that 5 snares within the same lot number misfired. The mechanism in the handle seemed to break after opening and closing. The device was being used in during an endoscopic procedure. There was no patient harmed reported and complaint items were not retained.

Manufacturer narrative:
First report of this type of failure reported in the last 10 years, at least. Confirmed other units from this lot had been used successfully by this facility prior to the date of the current reported incident. DHR review was performed but did not identify any errors in manufacture, inspection/testing, or release of the subject lot. No retesting could be performed as no units of the subject lot remain on-hand at hobbs medical, and the subject devices were discarded by the healthcare facility.